Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician stated that the patients heart rate became rapid as soon as the pump was placed and that concerned him therefore the impella was explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.